Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stockouts of methylergonovine 0.2 mg/ml injection solution (1 ml) occurred at two stations without receiving refill messages in logistics. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.